Manufacturer narrative:
On september 16, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2021, the mentor failure analysis lab received the device for evaluation. On november 3, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received in three parts. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-6664543). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 12, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient was also diagnosed with right breast ptosis and right breast capsular contracture (baker grade 2-3). As a result, the patient also underwent right breast capsulectomy, bilateral breast removal and replacement with the following devices: (right) 355cc mentor memorygel breast implant catalog: shpx355 lot: 9597495 sn: (B)(6) and (left) 355cc mentor memorygel breast implant catalog: shpx355 lot: 9595453 sn: (B)(6). On november 19, 2021, the product investigation was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the right side, suffered deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.